Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 22 mg/dl. The customer reported via phone call indicating that the insulin pump alarm lost sensor and weak signal. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised that the alarm may be caused by distance, rf interference or by orientation. The customer understands. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 250-280 mg/dl. The customer reported the alarm was resolved by an infusion set change. The customer was able to resolved the issue on his own. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot.